Event description:
Reportedly, the intraocular lens (iol) was explanted due to presumed calcification. Additional information has been requested of the reporter, but not yet received.

Manufacturer narrative:
Although requested, a lot number was not provided; therefore, a device history record review was not performed. Because the lens was not returned it is not possible to determine whether the opacification observed by the physician is due to calcification or some other mechanism; however, three major types of calcification have been identified: the primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Based on the available information, the root cause of this event could not be conclusively determined.